Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon did the first firing from antrum working up toward fundus, and fault occurred on the second firing across the stomach tissue. It was reported that the staples were formed at the proximal end, but no staple formation at the distal end yet the knife blade continued and cut the outer layer of the stomach tissue, and the tissue began to move forward and bunch in the stapler. The surgeon was able to fire another stapler medially to the poorly formed staple line to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.